Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing numbness in his leg. It was believed that the numbness was not device related, but was procedure related. The physician was not sure what have caused the neurological symptom. The patient underwent an explant procedure. It was noted that the patient was still in the hospital and had movements with his toes, but he could not control and feel anything in his right leg.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) the monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. Sc-8352-50 (sn (B)(4)) visual/x-ray inspections and impedance test were performed to ensure the device integrity. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. No anomalies were found.

Event description:
A report was received that the patient was experiencing numbness in his leg. It was believed that the numbness was not device related, but was procedure related. The physician was not sure what have caused the neurological symptom. The patient underwent an explant procedure. It was noted that the patient was still in the hospital and had movements with his toes, but he could not control and feel anything in his right leg.

Manufacturer narrative:
Additional information was received that no further information could be obtained regarding the patient¿s status.

Event description:
A report was received that the patient was experiencing numbness in his leg. It was believed that the numbness was not device related, but was procedure related. The physician was not sure what have caused the neurological symptom. The patient underwent an explant procedure. It was noted that the patient was still in the hospital and had movements with his toes, but he could not control and feel anything in his right leg.